Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was squirting out insulin while priming. The customer blood glucose level was unknown at the time of incident. Customer stated the insulin pump had crack on the corners of the screen and had no delivery alarms. The insulin pump will not be returned for analysis.